Manufacturer narrative:
(B)(6) (srvp quality, regulatory & risk mgmt gf health products, inc.) Spoke with (B)(6) on (B)(6) 2011. (B)(6), who was not employed at (B)(6) at the time, stated the claimant fell or leaned back to one side of the shower chair. On (B)(6) 2011, (B)(6) spoke with the claimant's attorney (B)(6), who emailed her pictures of the product and stated (B)(6) has possession of the "defective product". Gf health products, inc. Has requested the product from (B)(6), where they will have it evaluated by an independent third party. Review of the pictures reflected a bend or buckling of one leg of the chair, which suggests the deformation was due to a sudden drop or shift of the claimant's weight to one rear leg. Initial failure mode analysis showed that this was an isolated incident and not a malfunction due to mfg. Gf health products, inc. Notified the MFR on (B)(6) 2011. Gf health products, inc. Is still in the process of investigating this incident. Due to limited data, this report has limited info. Testing was performed on the device (B)(6) 2005 prior to marketing. Testing was performed by (B)(6). Test procedures included: drop test, back strength test, and maximum load test. It should be noted that this product was private labeled for gf health products, inc.

Event description:
On (B)(6) 2011, the claimant was admitted to (B)(6) medical ctr due to an allergic reaction which caused swelling of the feet. The claimant was held overnight for monitoring. While hospitalized, the claimant was taking a shower on a handicap chair mfg by gf health products, inc., when the chair collapsed causing the claimant to fall to the ground. The claimant's attorney stated the pt was weighed after the incident occurred. He also stated his client weighed (B)(6) at the time of the incident. There was conflicting info in the petition provided to gf health products, inc. In some portions of the petition the claimant is referred to as a male, in others a female. There was also differences in the reported injuries. Some portions state the claimant acquired back injuries, in others it is stated they sustained injuries to their intraocular lens.